Event description:
Patient was very upset and disappointed that the medical center did not explain things better for them. Patient also stated their buttocks hurt and if they increase stimulation if it was uncomfortable. It was advised to decrease stimulation to a comfortable level. Patient stated the first time that they voided yesterday it was very difficult for them to void and they had to sit there a while and it was just a trickle. Patient believed that they had a urinary track infection uti) due to experiencing burning when voiding. They had bladder infection there so it was hard to rate urgency. Patient had gone to doctor and gotten antibiotics. Patient went into doctor office. Doctor would like patient to remain on trial until monday due to uti. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.